Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove water from the foley catheter during pretest.

Event description:
It was reported that it was difficult to remove water from the foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed cause manufacturing related. 1 sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was not used for patient treatment. The product caused the reported failure. A potential root cause for this failure mode could be ¿incorrect setup. Punch depth not large enough/not controlled properly. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.